Event description:
It was reported that both the left ventricular (lv) and right ventricular (rv) leads exhibited high thresholds. The rv lead was cap ped and replaced with another existing rv lead, and the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5866-38m implantable adaptor - 2012-01-03 5071 x2 implantable pacing leads - (B)(6) 2012; 5076 implantable pacing lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.